Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was intentionally placed high with the depth on the non-coronary cusp at 0 mm and 2 to 3 mm deep on the left coronary cusp. The physician decided to remove the safari guidewire using a jr4 catheter. As the jr4 was being removed, it appeared to pull on the outflow crowns that were on the inner curve of the aorta. The valve dislodged above the annulus and was snared and pulled above the sinotubular junction. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)